Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high capture thresholds. The desired measurements could not be achieved. No patient symptoms were reported. The patient would be seen for further evaluation.